Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after several days in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. During visual examination, it was noted that the narrow part of the proximal cuff skirt was not adequately bonded to the tracheal tube shaft. Further review determined the cause of the leakage to be that the cuff has not completely adhered to the shaft of the tracheal tube, which was not detected during the above inflation check.